Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On-site, it was found that the system database had been corrupted. The database was restored to a previous back-up and the issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to fully boot up. It was reported that before displaying the patient screen, a message is displayed that states and error has occurred that may have damaged the system database. There was no patient present when this issue was identified.